Event description:
It was reported that the patient underwent a lead replacement procedure due to lead migration. No additional information was recieved despite several good faith effort requests. The device was not returned for analysis.

Event description:
It was reported that the patient underwent a lead replacement procedure due to lead migration. No additional information was received despite several good faith effort requests. The device was not returned for analysis. Additional information was received that there was no lead migration and that the reason for the revision procedure was inadequate pain relief.